Event description:
It was reported that the user experienced a hyperglycemic episode that was corrected, followed by hypoglycemia overnight associated with an aggressive correction; the lowest documented glucose was 53 mg/dl, time out of range was approximately 20 minutes, and the ilet alerted for out-of-range glucose. Symptoms included headache and foot pain. Outcomes included successful self-treatment with oral glucose and return to target without need for outside assistance or medical intervention. Investigation included review of user-reported history and education on accessing device-generated reports and viewing glucose graphs within the app and provider portal. Investigation of this case revealed no device malfunction and suggested user management contributed to the hypoglycemia after correction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.